Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the pump and the transmitter were out of range. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.